Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data analysis: neither console logs nor journals were available for analysis. Device analysis: device was tested and the reported issue had been confirmed. Root cause: reported malfunction of the rlm on manifested by inability to enter maintenance mode and failure to connect to network, was caused by corruption of microsd card in the rlm. The exact cause of card corruption could not be determined. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console.

Manufacturer narrative:
No patient was involved in the reported event. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that upon start up of an automated impella controller the device could not be switched to maintenance mode and could not connect to impella connect.